Manufacturer narrative:
B1, b2 b1, b2.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 288-289 mg/dl; suspected cause was due to the customer¿s settings requiring adjustments. Customer consulted with diabetes educator and updated their basal rate to address bg level.